Event description:
During baxter's evaluation of a spectrum pump, it displayed the downstream occlusion message. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the experienced constant downstream occlusion message. The evaluation found the downstream sensor current reading with a fluid filled set loaded to be above specification, caused by a failed force sensor. The failed force sensor assembly was replaced.